Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the printed circuit boards, verified 5vdc voltage parameters and calibrated the filament. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray and would beep. No pt injury was reported.